Manufacturer narrative:
Analysis was able to confirm the display was damaged. Analysis also noted the hanger assembly was cracked and the keypad was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower part of the screen on the external pulse generator (epg) had impact damage. The epg was returned for service. There was no patient involvement.